Event description:
A pt was implanted with plates and screws on (B)(6) 2012 for an ankle repair. The surgeon reported "questionable hardware failure." No decision has been made regarding a revision procedure. This report is #3 of 5 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.